Event description:
It was reported that an ilet user experienced recurrent alert 38 indicating a motor stall, followed by an ¿unable to proceed¿ message despite multiple restarts and a dry run attempt to 120 units, after which a replacement ilet was arranged and the user transitioned to backup therapy. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical symptoms, and blood glucose was in range during the call. Outcomes included temporary interruption of device therapy and reliance on backup therapy, without medical intervention or hospitalization. Investigation included customer service troubleshooting, device restart after charging above 50 percent, and a guided dry run that could not be completed. Investigation of this case revealed a suspected pump motor or drive mechanism malfunction consistent with a motor stall alert and inability to proceed, with no contributing user error identified and no supply change occurring at onset. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction.

Manufacturer narrative:
Manufacturer review¿determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.